Event description:
Patient treated with a cryoablation probe (visica) in 2003 for a palpable breast fibroadenoma. Near the end of a 30 minute freeze cycle (10 minutes freeze, 10 minutes thaw, 10 minutes freeze), the physician noticed frost on the device shaft and mild erythema at the probe insertion site. Physician spoke to patient 3 days later by phone and pt reported that their skin condition was good. The patient returned to the physician's office 7 days later. The physician reported observing a 1 x 2.5 cm third degree thermal injury at the site of the probe insertion. At the same visit, the physician treated this area in the office under local anesthesia by making an elliptical incision around the affected area, excising it, and closing it with a plastic surgery closure. Two days later, there was no further contact from the patient, and pt is scheduled to return to the office for follow up.